Event description:
The generator was received for analysis. Product analysis was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications.

Event description:
It was reported that the patient is going to have a prophylactic replacement. Additional information was received that the patient is having an increase in seizures recently and has been in the hospital and when they swipe the magnet the patient did not feel it working as it used to. It was stated that the believed cause of the increase was low battery. The patient underwent prophylactic replacement. The device was discarded after surgery. No additional or relevant information has been received to date.